Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the battery longevity estimate on the patient's pacemaker was significantly lower than the estimate provided at the previous clinic visit. It was identified that overestimation occurred. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicates the pacemaker was explanted. The patient's condition was unknown.

Manufacturer narrative:
The reported event of battery overestimation was confirmed. Final analysis found the longevity was projected higher than expected given the device parameters. The cause of the longevity issue could not be determined. Device functionality was normal, no anomalies were found.